Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental manufacturer device report will be filed.

Event description:
A complainant reported that during morning inspection, a control device failure occurred on the automated impella controller (aic). "Self-diagnosis failed" message was displayed. The aic was re-started but the issue did not resolve. No patient involvement was reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller failure (red alarm) has been completed. The console log showed a communication issue with the pbm (power battery manager) during the initial bootup, with error messages. The reported failure mode was reproduced during testing. Visual inspection confirmed the pbm contamination. The root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps.